Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in stent restenosis occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de-novo totally occluded culprit lesion for stemi (st elevation myocardial infarction) located in the mid left anterior descending (lad) extending to distal lad artery which was 57 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 2.50 mm x 28 mm taxus element stents. Following post dilatation, residual stenosis was 0%. On the next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the 80% focal in stent restenosis in proximal lad extending to mid lad was treated with angioplasty balloon and placement of a 2.5 x 38 mm and 3.5 x 38 mm promus element drug eluting stents with 0% residual stenosis. The event was considered to be resolved without residual effects on the same day.